Event description:
My husband (B)(6) has an ICD surgically implanted in his chest. In (B)(6) 2017, we went for a regular cardio check up and his device was checked, it had 9.5 yrs of life left. This was tested by a certified medtronic tech placed at (B)(6) that had special training from medtronic regarding their ICD devices. Within one month, the device completely failed, but we did not figure this out until beginning of (B)(6) at the hosp ((B)(6) in (B)(6)). (B)(6)'s dr quickly replaced the ICD (surgery) and sent this failed device to medtronic for them to test and evaluate. Medtronic ICD completely failed, medtronic said it had an extreme crystallization of the battery and the battery was dead when a few months earlier we had the device checked at the hosp and it had again 9.5 yrs left. The ICD model number is dvbb1d4 and the serial number is (B)(4). Medtronic has yet to contact us after we have tried to reach them numerous times. This serial number is not on the recall list. Medtronic is refusing to pay for the hosp, dr or anything related to this surgery.